Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The doctor reported to sales rep that during the osteotomy surgery using asnis micro kit the screwdriver failed to work being to used as per surgeon opinion. The bone was broken during screwing procedure and the surgeon used a broach to complete the surgery. The second screw couldn't be implanted as well. The doctor indicated that the screwdriver was worn-out and didn't facilitate the screwing of the screw into the bone. The bone cracked upon screwing of the first screw, therefore none of the screws were implanted. A broach was used to fix the broken bone and to complete the surgery.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-17 (device damaged) could be confirmed, since the device was returned for evaluation and matches with the reported failure mode. The screwdriver was received broken at the tip. The screwdriver showed considerable signs of usage. The flutes are slightly twisted and the edges look deformed. The breakage surface appears to be dull. These patterns are consistent with over-torqueing of the instrument. The screwdriver was most likely twisted under high loads and eventually broke. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while rotating the screwdriver. The device is considered multiple use, which means that it experiences a lot of usage, sterilization processes and transportation throughout the years, and all these procedures can definitely affect its integrity. If the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. As per the reported event it is claimed that ¿the screwdriver was worn-out and didn't facilitate¿. The cleaning and sterilization guide ((B)(4)): clearly mentions that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ based on the investigation, the case could be classified as user-related due to over-torque. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The doctor reported to sales rep that during the osteotomy surgery using asnis micro kit the screwdriver failed to work being to used as per surgeon opinion. The bone was broken during screwing procedure and the surgeon used a broach to complete the surgery. The second screw couldn't be implanted as well. The doctor indicated that the screwdriver was worn-out and didn't facilitate the screwing of the screw into the bone. The bone cracked upon screwing of the first screw, therefore none of the screws were implanted. A broach was used to fix the broken bone and to complete the surgery.